Manufacturer narrative:
(B)(6). The device was received for evaluation. The visual inspection by naked eye of the product show a particulate matter enclosed in the pur potting. The reported failure could be confirmed. The cause was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before treatment with a polyflux 17l apac, a particulate matter inside the cap was observed. There was no patient involvement. No additional information is available.